Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No prime alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners, reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during a manual prime. Customer's blood glucose was 8.2 mmol/l. Customer stated they did not drop or bump the insulin pump during troubleshooting. It was also found the insulin pump was not exposed to moisture. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.